Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument tip was found to be burnt. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The fenestrated bipolar forceps (fbf) instrument was analyzed and found with charring and localized melting on bipolar yaw pulley, near the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.